Event description:
The dr experienced a difficult filter deployment after good infrarenal placement. Upon deployment, 1 hook was stuck in delivery system and filter was pulled 1 cm caudally before finally releasing and implanting.